Event description:
Boston scientific received information that during the attempted implant procedure, difficulty was encountered placing the lead in the subclavian vein. During access, a puncture was made causing a moderate pneumothorax. Additionally, the patient experienced an arrhythmia, successfully resolved with pharmacological treatment during the procedure. The physician then injected contrast fluid, confirming that due to patient anatomy, it would not be possible to access the subclavian vein. The physician attempted to access another vein; however determined after the puncture, the location would not be favorable for success. The implant procedure was then aborted, with the physician stating the patient would undergo another attempted implant at a later date. No resulting adverse patient effects were reported.

Manufacturer narrative:
This lead was not implanted and no return for analysis is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.